Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that the stimulator inside their body showed that it needed recharging and so they had the recharger on them now. They further stated that when they pressed the stimulation on button on the recharger for it to work while they were recharging the patient was getting the stimulation down both of their legs ((B)(6) 2018), but not where they had it set on their patient programmer. The patient stated that they meant they had settings set at a particular program and needed to recharge the implant, but stated that when they turned the stimulation on while charging, the stimulation was not going the way they had it going when they set it using their patient programmer. It was asked if the stimulation in both legs was the wrong location and the patient stated that they did not recall and that all they knew was that they were in a lot of pain beginning yesterday ((B)(6) 2018) and they put their stimulation up high ((B)(6) 2018). The patient inquired if the stimulator should be charging the same way as it would charge with the handheld device. It was reviewed that the recharger is used to recharge the implant and the setting changes could only be done with the patient programmer. The patient noted that they were in a lot of pain and they increased stimulation and now they stated their stimulation was too strong. It was reviewed that they could use the patient programmer (pp) to decrease their stimulation. The patient noted that they were getting the poor communication screen on the pp. It was clarified and then the patient confirmed that they did not have the pp antenna over the implant before they pressed the button on the pp. It was reviewed that the antenna had to be over the implant otherwise the patient would keep getting the poor communication screen. It was reviewed that the recharger had to be removed from over the implant so that the pp antenna could be placed over the implant in order to connect to make adjustments. The patient then asked what would happen if they thought their stimulation was okay, but then they wanted to increase their stimulation when they got on the exercise machine. It was reviewed that the pp could be used to make adjustments and the antenna had to be over their implant. The patient asked how they could do that without a second person, because their husband helped her. It was reviewed that the pp optional antenna was helpful when the patient makes adjustments on their own. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that despite meeting with a manufacturing representative for reprogramming, they are still not getting enough pain relief. The patient wanted the manufacturing representative¿s contact information in florida, as they were traveling there. The patient was redirected to their healthcare provider. Patient services gave the patient contact information for a healthcare provider in florida. No further complications were reported or anticipated.